Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was slow. A technical support specialist determined that the cpu had an uptime of two days. The fse logged into care fusion application admin and observed that the speed & duplex setting was on auto-negotiation; it was changed to 100 mbps half duplex. The station was then rebooted back into cfnapp. Logged into the medapplication and found no slowness issues during testing. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the station was slow. The customer stated that this malfunction caused a delay in dispensing medications to patient. However, there were no adverse events or injuries reported due to this event.